Event description:
Event description guidant received information that during a procedure to replace a left ventricular lead, the header of this cardiac resynchronization therapy defibrillator (crt-d) appeared loose from the can.